Manufacturer narrative:
Investigation summary: "the lot was packed in the c-30 transformation line for 2 days in 2 shifts with a total of 11 hours, through the monitoring mode in the production through the frequency rit0647ctis05-14, in the process of modifying the characteristics needs correct batch number in individual box visual method; individual box vs. Printed lot of blister or bag, correct expiration date in individual box visual method; individual box vs. Printed expiration date blister or bag, legible and correct texts in individual box and blister. Visual method; individual box vs. Blister or bag, integrity of primary packaging (paper box, perforated film, open bag), single box without damage and correct lock., texts of labels of the box readable and correct, correct expiration date, correct amount of product in collective box and boxes without damage and closed correctly, during manufacturing there is no report of any defective part or problems in the process that may be a factor of the defective reported in the compliant. The lot was inspected according to the current work instruction based on the aql 0.15% with satisfactory results for the characteristics required for its approval. We receive only photographs of the claim where damage is seen of the individual boxes in the legends. Performing an evaluation of the defects reported by the customer in 486,000 manufactured parts for a normal inspection level ii of the parts per million allowed for the defective according to the aql = 0.65% the amount reported by the customer is contained within. The only probable cause is that during the sealing of the collective box the adhesive tape has not adhered in its entirety and the passage of time that took off from a flap falling to the packs causing the damage in the pack and at the time of the assortment have closed the box without checking the status of the product. This was very punctual as during the final inspection samples and verified "readable and correct texts in a single box.

Event description:
It was reported that before use of the bd ultra-fine¿ insulin syringe the labeling was torn off.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd ultra-fine¿ insulin syringe the labeling was torn off.